Event description:
The hospital sent a mcare monitor to spacelabs for service, with the report that the ac power indicator did not illuminate and the battery did not charge.

Manufacturer narrative:
Spacelabs replaced an ac board due to a broken trace. An investigation into the history of failures revealed a possible trend developing with the ac board. The incident reported in this MDR was not considered reportable until the recent trend was identified. The issue is now being reported as part of our post market surveillance. An investigation is underway to determine root cause and resolve the issue.